Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx3810mlc was removed on (B)(6) 2018 due to failure to osseointegrate 2 months after implantation. The patient required bone augmentation for the surgery. The doctor noted pain during explantation. The patient has no significant medical history. The patient has recovered without complications.